Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI is unknown. No product information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that during use of the pump, the patient complained of pain; and the customer changed the dosage amount. However, the pain persisted, so the pump was replaced with another one. As a result, the condition of the patient got better. The customer then conducted a dose test and noticed the actual dosage amount was 5 ml while intermittent dose volume was set at 10 ml. No patient injury was reported.